Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitudes on the right ventricular (rv) channel. There were concerns that the device was undersensing the ventricular signals. Technical services (ts) reviewed the reports and confirmed that the device appeared to be undersensing and was overpacing as a result. Ts discussed reprogramming options. The device remains in use. No adverse patient effects were reported.